Event description:
I have been using the omnipod ut400 insulin mgmt system. Since receiving the system in (B)(6), the pods (the component of the system that delivers the insulin) have been failing at a rate of 80%. The failures are indeterminate, there is no way for the user to predict that these failures will occur. A user can follow the guidelines for use to the letter and they will still have pod failure. The pod failure leads to hyperglycemia. As a consequence my ha1c levels have gone above 9. The failures occur a few hrs after application. The reported failures mean that users must reapply many pods which can lead to tissue scarring. The pod failures are not being addressed by omnipod. They offer to replace failed pods with more pods that will fail. There is no product bulletin addressing the high likelihood of failure and the requirement of user to be ready for this failures of the pods by having an alternative means to administer insulin other than the pods. This platform is not safe for diabetic users. Omnipod has not implemented any measures to capture the issues nor to address them. This has been happening since the device was FDA approved earlier this yr.